Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s high blood glucose level was 450 mg/dl and low blood glucose level was 35 mg/dl. The customer also reported that the insulin pump was not giving any warning for low or high blood glucose level. The insulin pump will not be returned for analysis.